Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7098026. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 774279.

Event description:
It was reported that the patient was experiencing bleeding than normal coming from incision sites and had leg weakness. The lateral imaging was taken and the spinal cord stimulation (scs) leads looked dorsal and in a good spot. The patient underwent explant procedure, and all explanted device components will not be returned.